Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported they needed to have someone check their implant because starting in february they felt like it worked sometimes, but sometimes it didn't work. It was further reported that in (B)(6) the consumer was "swollen up" around the implantable neurostimulator (ins) and was also experiencing pain and tenderness in that area.

Event description:
Additional information received reported the circumstances which led to the swollen, tenderness and pain at the implant site was that the ins had moved/shifted slightly due to weight loss and clothes irritated the spot. The patient consulted the hcp and the patient and hcp had discussed another plan. Use of a gel pack on the site was taken to resolve the symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.